Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# n725256001, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(6) regarding a patient who was receiving an unknown drug with an unknown daily dose and unknown concentration via an implantable pump for an unknown indication for use. It was reported that when an attempt was made to connect the catheter by the physician, the collet came off and the catheter was unable to be used. It was further reported that the collet came off from the catheter connector. There were no reported symptoms. There were no reported complications.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the pump serial number, pump drug information, and patient information is unknown as the complaint was reported for the catheter. It was reported that the date that this event occurred was asked, but was unknown. It was reported that the date of the implant surgery was asked, but unknown. It was reported that it was undetermined if there were any contributing factors regarding the collet coming off of the catheter connector. It was reported that there was no additional troubleshooting or actions taken regarding to the event. It was reported that a new catheter was used to complete the surgery. There were no reported complications.

Manufacturer narrative:
Analysis identified the collet was detached or missing from the pin connector. If information is provided in the future, a supplemental report will be issued.